Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim it was reported: ¿after 48.75 mls of adriamycin given, a small amount of adriamycin dripped onto crib sheet. Saline line clamped and syringe with adriamycin disconnected. Crib sheet and saline line disposed into hazardous bin, adriamycin syringe returned to pharmacy. No adriamycin came into skin contact with patient or staff. New adriamycin syringe and saline line given to this rn from pharmacy. After completing a dual check-off with xxx, rn, patient tolerated the remaining 9 mls of adriamycin without incident.¿